Manufacturer narrative:
The reported events of unacceptable threshold and noise were not confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths on both portions due to procedural damage to the inner insulation. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Correction for d9 field - update to yes.

Event description:
It was reported that the patient presented in-clinic. Upon review, it was noted that the lead exhibited high capture thresholds and noise on the atrial lead. There were no patient consequences.